Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that their blood glucose was low at 25 mg/dl and paramedics were called. Troubleshooting called customer twice but received no answer. No further details given.